Manufacturer narrative:
Additional information received noted that the device was explanted and has been returned for analysis. Upon analysis this event will be updated and filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared eri after experiencing one charge time greater than the extended mid-life eri charge time limit of 23 seconds. To determine if the device¿s rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 23 second extended eri charge time limit. Laboratory technicians and engineers concluded that this device declared eri due to long charge time measurements. Following this declaration the device remained implanted and the charge times reverted to pre-eri levels. The device remained implanted until eri was declared a second time. It was determined that eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) due to an extended charge time of 23.0 seconds in july 2007. Subsequent capacitor reformation revealed a charge time of 20.7 seconds with a battery voltage of 2.61v. Shock impedence variations are reported between 62 ohms and 86 ohms. Additionally, shock lead troubleshooting options were questioned. It was confirmed that there have been no out of range shock impedance measurements.

Event description:
--